Manufacturer narrative:
(B)(4). The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was inflated and did not go through the sheath.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was inflated and did not go through the sheath. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7ff involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The advancer tub was engaged to the distal tamp lock. Sealant was protruding out from the shuttle cartridge as received. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated and adhered to the catheter and/or shuttle, creating resistance and hindering device from unsheathing the sealant during the deployment. Visual inspection at high magnification found that a piece of sealant was found wedged inside the distal end of the advancer tub. This condition may have contributed to the device jam. Shuttle movement was checked and resistance was felt. A review of the manufacturing documentation associated with lot f1725401 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿device did not go through the sheath¿ was confirmed due to the condition in which the unit was received for analysis. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the procedure. However, the exact cause of the reported resistance experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the event as reported. Neither the product history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.